Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection revealed a kink 90 mm from the sheath hub. The kink is slightly turned as if torsion created some of the damage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that during insertion of the device, applied force and torsion likely caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that following a transradial left heart catheterization (lhc), the healthcare professional attempted to flush the glidesheath slender sheath and noticed that the sheath was kinked. He was concerned that it might fracture and split. He was able to remove the sheath without any complications or injury to patient and the device did not fracture. The patient was reported to be in stable condition. The procedure outcome was successful. There were no other devices or equipment being used with the reported product.